Event description:
This report summarizes 16 malfunction events, where it was reported the devices experienced zoom suddenly stops or zoom unexpectedly retracts/disengages during use. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 11 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 3 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
1 device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. 1 device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. Section h codes have been updated to reflect this.

Event description:
No new information.